Event description:
Customer is contributing the high blood sugar, around 280 mg/dl, to his pump giving him false occlusion alarms and in reality not delivering properly. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.